Manufacturer narrative:
Insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker, cracked end cap and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump's case was broken. The insulin pump was returned for analysis.